Event description:
The account stated the foot hi/low is drifting down intermittently. Sometimes it is a slow drift.

Manufacturer narrative:
The account's maintenance found that the bottom shroud was catching on the foot hi/low pedal, causing the hi/low function to drift. He adjusted the bottom shroud to repair the stretcher.